Event description:
It was reported that high out of range shock impedances were observed on this right ventricular (rv) lead. Technical services (ts) was contacted for review and noted the shock impedances gradually increased over the last year. Ts recommended troubleshooting to determine if there are lead integrity issues. This rv lead remains in-service. No adverse patient effects were reported.